Manufacturer narrative:
Analysis found the unit unable to perform excessive no delivery test due to being stuck in motor error alarm loop during bolus delivery. However, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit passed rewind, basic occlusion, occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery which she could not resolve. Her blood glucose level at the time of the event was 195 mg/dl. The customer stated that the drive support cap appeared normal. She stated that they were able to rewind the insulin pump. She stated that the insulin pump was not exposed to high magnetic fields. Assisted with performing a displacement test and the insulin pump failed, receiving a no delivery alarm. She was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.